Event description:
It was reported that a catheter explanation took place, where the catheter tube was no longer attached to the chamber. An intraoperative x-ray was taken and it was determined that the catheter was 'far down inside' the patient. The customer reported lot number and item number. The lot number provided is registered in internal systems as a different item number. No further details have been provided at this time. No injury or adverse affects were reported.

Manufacturer narrative:
A product sample was received and is awaiting evaluation, investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. UDI section of model is unknown, no product information has been provided to date.

Manufacturer narrative:
H 3: device evaluated by manufacturer: updated. H6: event problem and evaluation codes: updated. H10: device evaluation: one used portal was returned with an attached segment of catheter under the ultra lock. Visual observation using the unaided eye as well as 5x to 20x microscopy found the catheter had multiple small longitudinal splitting about itself which coincided with the maximum diameter of the outlet tube bulb. The remaining length of catheter was not returned. The customer complaint is confirmed. The ultra lock was observed to have tool markings about its diameter visually consistent with having been handled by instruments, unable to determine exactly when this occurred. The root cause is undetermined however, the distal end of the catheter is visually consistent with the catheter having been subjected to catheter bending and/or is subjected to stress over a period of time in which cracking can form in the material. If this occurs often enough it may eventually lead to a fracturing of the catheter. A device history record (DHR) review was performed and this was the only complaint received for the reported lot number. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).